Manufacturer narrative:
Correction: h4 was inadvertently omitted from the previous report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the device evaluation found a brown foreign material on the forceps elevator resembling traces that remained from previous procedures or corrosion. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the fixing wire force of the guide wire did not meet the standard value due to damage on the forceps elevator wire, the adhesive on the light guide lens had a crack, and there was corrosion on the forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning, sterilization, and disinfection (cds) process.

Manufacturer narrative:
Updated: h6, corrected: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on additional results of the investigation, the observed foreign material in the forceps stand could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, a definitive root cause of the observed gap between the distal end and the server plug-in (z-block) could not be determined, however, the issue was likely the result of physical stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, forceps raiser, instrument / biopsy / suction channel, air / water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm-guideline. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the device evaluation / investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use, the evis exera ii duodenovideoscope tested positive on (B)(6) 2023 for 15 - 50 colony forming units (cfus) of brevibacterium casei, 15 - 50 cfus of brevundimonas vesicularis, and 15 - 50 cfus of microbacterium maritypicum, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.